Manufacturer narrative:
Exact date unknown, event occurred over the past few months based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI capable. The explanted ipg was discarded by the facility.